Manufacturer narrative:
Device remains implanted.

Event description:
The manufacturer was informed that on (B)(6) 2022, a perceval sutureless aortic heart valve pvs23 was implanted. 6 days after surgery, lv-rv shunt (membranous part of interventricular septum) was confirmed by echo. As reported, qp/qs was 1.2 and increased to 1.4 on the 11th day after surgery. Patient has been under follow-up. No further information is available.

Manufacturer narrative:
Updated fields: a2, a4, b4, b5, g3, g6, h2, h6. Since the device remained implanted and was not returned to the manufacturer for further investigation, the definitive cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were identified. Should any further information be received in the future, a follow up report will be provided.

Event description:
The manufacturer was informed that on 22 sep 2022, a perceval sutureless aortic heart valve pvs23 was implanted. 6 days after surgery, lv-rv shunt (membranous part of interventricular septum) was confirmed by echo. As reported, qp/qs was 1.2 and increased to 1.4 on the 11th day after surgery. Patient has been under follow-up. Based on the pre-op CT data received, patient had calcified tricuspid aortic valve. Annulus was 23.5mm, stj was 26.2, with ratio 1.11. Ca @ annulus and leaflets. Based on the post-op CT data received, perceval bioprosthesis was implemented. There was annulus rupture under the right cusp connecting the aortic root with the right ventricle.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve and stent, model #icv1209, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1209) perceval heart valve at the time of manufacture and release.